Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes have been verified and confirmed. The cover was not removed and electrical safety was not performed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility informed olympus that a small crack was noticed on the lid on an oer-pro endoscope reprocessor. No fluid slipping through the crack was reported. The customer is not aware of what caused the problem. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the lid being contacted with a scope when it was closed and/or something hard hit the lid.